Event description:
The customer requested an investigation to determine the cause of a higher than expected white blood cell (wbc) count in their platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore, no pt info is reasonably known at the time of the event. The disposable set is unavailable for return for eval. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf indicate that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, therefore, allowing some wbcs to escape and end up in the product bag. The device history records were analyzed. There were no issues found that were related to this event. Root cause: based on the rdf analysis, the plasma line was occluded during the procedure. The plasma line may become occluded if the centrifuge collar is not loaded into the latch in the correct orientation. Under these conditions, the rbc line is allowed to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product. Corrective/preventive action: algorithms will be incorporated into the software for the trima accel system these algorithms will recognize a potential elevated wbc count due to the failure mode witnesses during this investigation. The software will flag the procedure to measure or verify wbcs in the platelet product. The new algorithm will be added to the next trima equipment software upgrade, version 6.0.2, which is in the process of being validated. Trends are regularly monitored to determine appropriate corrective actions by mfg or engineering.